Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. A non-functioning leaflet that occurs later in the post-operative period may present as increased gradients or thickened leaflets; it may occur with or without the development of clinical symptoms. The non-functioning leaflet may be caused by valve thrombosis, in which case the patient can be treated with oral anticoagulation. Conversely, a non-functioning leaflet may be due to the development of calcification on the leaflet, which is a common failure mode. Many factors can contribute to the onset and propagation of calcification, including patient age, disease state, immune status and other co-morbidities including renal failure and para-thyroid disorders. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined, during the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. Investigation results are inconclusive, as the exact cause of the worsening central aortic insufficiency and restricted leaflets is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), five years post implant of the sapien in the aortic position, the sapien had severe central aortic insufficiency (cai) and two restricted leaflets. A 26mm sapien 3 was placed via transfemoral approach with good result.